Event description:
It was reported that an ilet pump became unresponsive to touch and could not be unlocked during setup, and a replacement device was shipped with instructions for shutdown, return, and data handling. Symptoms included no clinical effects and no alerts. Outcomes included continued cgm use and no change in blood glucose status. Investigation included remote troubleshooting and coordination for device replacement and return. Investigation of this device revealed the device was placed on a charging pad and booted. The unlock button functioned correctly each time it was pressed. No issue was found during the investigation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.